Manufacturer narrative:
Alleged failure: on (B)(6) 2021, stacy ayres (nurse manager) contacted matt wolfe (thermedx tech service). They claim that one tubing set had foreign material in the tubing. This was found while setting up the unit. There was no harm to the patient and the procedure was completed without delay. Probable root cause/root cause: environmental controls. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that foreign material was found in the sterile packaging while setting up for a case. There was no patient involvement or adverse consequences.